Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had ghost failure. A field service engineer resolved the issue by manually failing the tower doors, which successfully cleared the ghost failure. Hardware test application (hta) was accessed, and a final test was run on the tower doors, which passed successfully. Proactive maintenance steps were also completed, including cleaning all micro switch contacts, tightening wire harness connections, applying stabilizer to the white harness connection, and using black grease to ensure smooth operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.